Manufacturer narrative:
Investigation results: DHR was not performed as no lot number was provided. No photos or samples were available for the device evaluation. See notes below. Sample evaluation: three loose 10ml syringes with shielded needles attached were received by bd (B)(4) from a reported material #303345 and unknown batch #. One packaged bd plastic cannula material #303345 was also included in the sample bag. The 10 ml syringe has the scale printed on a sticker that is attached to the barrel. The barrels are from mold ¿n-77¿ and therefore the material was not manufactured at bd (B)(4). This is not a (B)(4) product. The sample was forwarded to another bd location. It was misplaced and an evaluation was not done.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, a bd interlink¿ blunt plastic cannula was found leaking contrast near the hub. There was no report of injury or medical intervention.